Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, after primary surgery patient complained of pain and limping. He went for a second opinion. On (B)(6) 2012, dr. (B)(6) performed a tha revision.